Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, after the implant, the subject device was found in standby mode. It was possible to re-initialise it immediately. Preliminary analysis confirmed the reported event. The root cause of the event could not be identified.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, after the implant, the subject device was found in standby mode. It was possible to re-initialise it immediately. Preliminary analysis confirmed the reported event.